Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced impaired vision due to light streaks and glare across her visual field when looking at bright lights, particularly at night. The symptoms are pronounced when looking at street lights and headlights. The surgeon did not see any wrinkles in her capsule, according to the consumer. Additional information has been requested. There are two medical device reports associated with this event. This file is for the left eye.